Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two inpact admiral paclitaxel eluting balloon catheters were used to treat the right mid to distal sfa. Approximately 2 months most procedure, patient expired. Patient was treated in another hospital, event details are unknown. Investigator assessment is not reported.